Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The reason for call was to get device registration information. The caller stated that the patient has had revisions to their implanted system. When asked for details about the revisions, if there was a problem that required revision, the caller stated that they had a note indicating each time an ins was replaced. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services transferred the caller to device registration to get a device sheet for the patient.